Event description:
The complainant reported that a patient on impella 5.5 support developed ectopy overnight. An echocardiogam revealed the pump was at 6.2 centimeters. The pump was repositioned to 5 centimeters. The procedure was successfully completed and the patient outcome is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.